Event description:
It was reported that a revision surgery was performed due to the possibility of infection. After the revision, it was realized that the patient has not been suffered from the infection. The insert seemed to be covered with the some forms.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A lab analysis and the component was inspected visually to determine the cause of the reported incident. No destructive analysis was conducted during this investigation. A tibial insert and three screws were retrieved. The insert is worn and discolored. The periphery and locking detail are damaged. The screws are intact with scratches on the top, likely due to insertion and removal. There were no observations of material or manufacturing deviations in the course of this investigation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Should information become available this complaint can be re-assessed. Available this complaint can be re-assessed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.